Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed a failed storage space, but there was nothing available to recover. A field service engineer (fse) assisted pharmacy staff over the phone and guided the removal of a pocket from drawer 2.2. The fse observed that during medication reloading, all pockets in the drawer showed a failure indication in the software interface, while no items were available in the recovery storage space screen and a failed hardware icon was displayed. The fse attempted to escalate the issue by contacting customer support and leaving a voicemail for the case owner requesting follow up. The fse later confirmed that a technical support specialist was able to successfully recover the storage space on the device, after which the case was closed. The system functioned as intended after both the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system device displayed a failed storage space, but there was nothing available to recover. Customer tried to restart and power cycle the station, but issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.